Event description:
It was reported by the rep that when the device was used during a pouch procedure, the firing knob only advanced half way. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.